Event description:
It was reported the catheter leaked at approximately 4-5cm from the distal tip during onyx injection. No patient injury reported. Same event as MDR# 2029214-2012-00388

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).